Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A nurse reported that five knives were blunt during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information is confirmed to be unavailable for this report.

Manufacturer narrative:
Since the initial MDR was submitted, additional corrected information has been received which corrects the originally submitted date of event. The lot number is now corrected to reflect one confirmed lot number instead of only possible, unconfirmed lot numbers. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Five opened knife samples were received in blisters unrelated to the complaint for the reported issue of blunt knives. The knives are seated point down into the blade protector tray. The returned knives were visually inspected and samples 1, 2, 3, and 4 were found to be nonconforming with damaged tips while sample number 5 was found to be conforming. Sample number 5 was functionally tested for penetration and was found to be conforming. Penetration testing could not be performed on samples 1, 2, 3, and 4 due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).